Manufacturer narrative:
Additional information will be submitted once the device evaluation is completed.

Event description:
It was reported that the tps micro driver was running in reverse when trying to operate in the forward mode during a procedure. No adverse event was associated with the device, no further information was provided.

Event description:
It was reported that the tps micro driver was running in reverse when trying to operate in the forward mode during a procedure. No adverse event was associated with the device, no further information was provided.

Manufacturer narrative:
During the functional inspection, the device was running in the wrong mode several worn or damaged components were noted, including a damaged pcb.